Event description:
It was reported that a patient told their healthcare professional (hcp) that her device ¿hasn¿t been working in years¿. It was reported that the patient said she turned her device off because it was not effective for her. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).